Event description:
On 5/12/98, the surgeon performed a diagnostic colonoscopy on the pt in order to determine the source of bleeding. The surgeon reported that during the procedure, perforation of the colon occurred as the surgeon attempted to cauterize arterial venous malformations with hot biopsy forceps. The procedure was completed with the same equipment and the perforation was not diagnosed until two days following the procedure. The day after the colonoscopy procedure, the pt returned to the surgeon's office complaining of pain, but an x-ray did not reveal free air. The pt returned home and when the surgeon called him the next day, the pt reported that he was in more pain than the previous day. The surgeon advised the pt to go to the emergency room. A second x-ray was ordered, and this x-ray revealed free air indicating that the cecum had been perorated. The perforation was surgically repaired. The pt remained in the hospital for five days and has subsequently returned to work.